Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that the patient had ventricular fibrillation event with inappropriate cardiac therapy due to pseudo fusion. There was functional under-sensing noted which caused inappropriate therapy as well the programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.